Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that there is leftover medication in the syringe at times. The staff receive the medication from the main pharmacy in the evening and the pediatric specific pharmacy during the day. They use varying amounts of fluid to flush the tubing after medication administration with a 6ml syringe and a "filler" to insure that the full dose is given to the patient. There was no specific events or dates. There was no report of patient harm.

Event description:
The customer reported that there is leftover medication in the syringe at times. The staff receive the medication from the main pharmacy in the evening and the pediatric specific pharmacy during the day. They use varying amounts of fluid/syringe sizes depending on the medication to make certain the patient receives all of the medication in the tubing. They also have different brand syringes on occasion. There was no specific events or dates. There was no patient harm.

Manufacturer narrative:
After further review it was determined that that the disposable set is not the suspect. The device (8110) is the suspect and requires a new manufacturer report number. Please reference manufacturer report number 2016493-2018-00715 for MDR reporting.